Manufacturer narrative:
Please note that the actual date of death was not provided in the literature article; this date is based on the date of article publication. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The device was used for an off label indication.

Event description:
Rektor, I., dolezalova, I., chrastina, j., jurák, p., halámek, j., balá¿, m., brázdil, m. High-frequency oscillations in the human anterior nucleus of the thalamus. Brain stimulation. 2016. 9(4):629-631. Doi: 10.1016/j.brs.2016.04.010 summary: deep brain stimulation of the anterior nucleus of the thalamus (antdbs) has recently been introduced in therapy for refractory epilepsy and is approved for clinical use in europe. Here we report the first description of interictal and ictal eeg recording in the human ant. Reported events: patient 3: a (B)(6) male patient with deep brain stimulation (dbs) of the anterior nucleus of the thalamus to treat bilateral temporal lobe epilepsy secondary to focal cortical dysplasia reportedly ¿died, probably in a status¿¿ the meaning of this report as well as the cause and circumstances surrounding the patient¿s death remain unknown. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that on (B)(6) 2015 the patient had been found dead in the morning in their bed, which they suspected had been due to sudden unexpected death in epilepsy (sudep). They performed a ¿dissection¿ that showed pulmonary edema, but no other diagnostics or troubleshooting were performed. They indicated that the death was not related to the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.